Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: customer has received complaints that their tpn bags are running out before they should. This occurred with two (2) patients. This report is for patient #2, neonate patient. Customer reported that all bags that ran dry had total expected weight to total weight variances of 1% to 1.5%. Some of the variances in total weight were overweight and some were underweight. There was no harm caused to the patient.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical inc. Internal report number (B)(4). No sample or device logs were returned in connection with this complaint. Compounding activity reports (car) were provided, however, there is no way to link the exact car to the bag that ran dry. Therefore, the root cause of this event could not be determined. Based on the information provided and the investigation, it appears that the delivery from apex only under-dispensed at most a -1.44% variance weight. In addition, occlusion bounds are in place to ensure accuracy up to a certain point on each individual dispense, and no over-ridden occlusions were observed in the provided compounding activity reports. If additional pertinent information becomes available a follow-up report will filed.